Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt started experiencing strange alarms. The first alarm was the "yellow battery" alarm followed by a "red heart" alarm. The pt is questioning whether or not the pump stopped during the "red heart" alarm because he stated he did not feel well.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The system controller was connected to the test equipment in the manufacturer's lab. The black and white power leads were manipulated and while moving the black power lead at the connector end, the yellow and red battery were activated and the pump stopped. The black power lead was stripped at the connector and revealing a broken inner conductor. The evaluation of the white power lead did not reveal any compromised wires. This situation is being addressed through the manufacturer's corrective/preventative action system ((B)(4)) and an urgent medical correction notice was sent to customers. No further info is available. The manufacturer is closing its file on this event.